Manufacturer narrative:
This supplemental report is being submitted to provide a correction to the results of the final investigation. The investigation identified the following reportable malfunctions: broken cable/cable malfunction and image interference. Based on the results of the investigation, a root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
The device was returned for inspection and the customer's allegation was not confirmed. Based on the results of the investigation a definitive root cause for the could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the camera head exhibited no image. The issue occurred during inspection for use. There were no reports of patient involvement.